Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: which firing of the device did this event occur on? Initial firing and subsequent firings. What vessel or structure was the device fired on at the time of the event? Ureter. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? What was found? Nephrectomy. Does the patient have any relevant history of surgical treatments? Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Feeder shoe. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it fed one conforming clip then it stops feeding any more clips. There were no dropping or ejected clips observed. The device did not lockout. The device was disassembled to inspect the condition of the internal components and the feeder shoe was noted to be jammed therefore not advancing inside the clip track. No conclusion could be reached as to why the feeder shoe was not advancing inside the clip track. No conclusion could be reached as to what caused the feeder shoe to jam on the clip track. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap nephrectomy procedure, the clip applier would deploy a clip, which would form properly and then another clip would fall out of the applier jaws unformed after each firing . There were no patient consequences.